Event description:
Right total knee arthroplasty performed 1999. Due to pain, revision performed on eleven months later. Wear was noted on the articular surface of the tibial bearing and all components were replaced.